Event description:
Patient presented to the physician with puss oozing and pain at the ipg incision site. Physician prescribed antibiotics. At follow-up appointment the patient presented with resolved issues and the physician suspected the body was rejecting superficial sutures.